Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was replaced and a filament calibration was performed. The system was tested and found to working as intended and returned to service.

Event description:
The customer reported that the system arced and displayed an overload fault error message. This may cause the system to shut down. There is no report of injury or death associated with the event described int his complaint.